Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). Concomitant medical products - primary femoral 3/r pc catalog #: 621200031 lot #: 60791882, nkii all-poly patella size 2 catalog #: 630007102 lot #: 60777350, and nkii ultra cong tibial inser catalog #: 627502709 lot #: 60780963. No product was returned; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It is reported that the patient underwent right knee arthroplasty. The patient is indicated for revision due to loosening approximately 9 years post-implantation. No further information is available at this time.